Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was likely caused by adhesion of dust and water droplets on the electrical contact part with the scope, cables loosely connected, and/or an abnormality within the substrate. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur". Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device image issue. Customer informed tac that they will call back to troubleshoot the device. A follow up call was place to customer to troubleshooting the device, customer stated they were unable to duplicate the reported issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Event was not duplicated by customer.

Event description:
It was reported to olympus that the evis exera iii video system center does not display any image with 180 scopes series and cv-190. There was no patient harm or user injury reported due to the event.